Manufacturer narrative:
Additional information: device evaluation: material was not received. Therefore, the sample evaluation could not be performed, the reported issue could not be verified and product deficiency could not be determined. Manufacturing record review: the manufacturing record review could not be performed because the lot number of the complaint product is unknown. Complaint history review for this production order number could not be performed since the lot number of complaint product is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown/ not provided. Lot number: unknown, as the lot number was not provided. Expiration date: unknown, as the lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens haptic was missing, part of the lens was torn. The iol was removed and a new lens was reloaded and implanted. Moreover, the customer thinks it¿s the emerald cartridges causing the event. No other information was provided.